Event description:
Doctor reported events of "total obstruction" from journal article: "revisional bariatric surgery for failed gastric banding in asia: a review of choice of revisional procedure, surgical technique and postoperative complication rates", (B)(4) journal of endoscopic surgery (B)(4) (2011). Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Obstruction is a surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew their food thoroughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction."